Event description:
It was reported that the physicians stated generally they are inserting a femoral line during a critical event and feel the guide wires are flimsy and have become kinked. There have been delays in treatment with no patient deaths reported. It was noted the physicians state the guide wire provided works well when the line is placed under normal conditions and the ij is being used. It is not known how many times this has occurred.

Manufacturer narrative:
Qn#(B)(4). Sample will not be returned for evaluation.